Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cavitron 30k fsi-pwr-fg-3 insert tip overheated; no injury resulted.

Manufacturer narrative:
The complaint for the insert overheating could not be duplicated with the requirements being above 118.4 f to warrant failure (max temperature recorded was 94.2 f). The insert does fail due to the low inductance (2.57 inductance). We recommended to replace the insert due to low inductance . No hazard has been identified due to an insert with low inductance.